Manufacturer narrative:
Subject device was evaluated by a qualified co service engineer at the user facility on three separate occasions since the alleged failure. Device performed within specifications. Engineer unable to replicate alleged product failure. User facility personnel involved in incident stated to engineer that the table did not behave as described in section 5 ("table dropped down"). Instead, user facility personnel stated that the image target position changed approx 1cm during a procedure that required two imaging positions. The user facility personnel indicated that it was possible that the pt had moved the repositioning of the equipment required during the procedure. The service engineer verified through testing that the target positioning process was acceptable and within product specifications. Further, the equipment was marked in such a way as to indicate if movement occurs during usage. One week elapsed between the testing/marking and a follow up examination by the service engineer. No movement had occurred in that time. Based on these data and statements from user facility personnel, our conclusion is that the equipment did not malfunction and the incident was a result of pt moement during the procedure.